Event description:
The external pulse generator was returned for due to being dropped and repair of a cracked screen. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that the display was cracked. It was also found that the upper/lower cases, side bail covers, ring cover and battery drawer were broken. The battery release, heart block, and lead flex cover are contaminated. One case screw and side bail were missing and the ring is bent.